Manufacturer narrative:
Initial emdr submission: sample is available, ups shipping labels provided to customer to have the sample returned. Currently awaiting for the sample. Once the investigation is complete a follow up submission will be filed.

Event description:
The adapters were placed on the resmed vpap auto to the air outlet then to the patient CPAP tubing , the u adapters melted at the nipple where the o2 tubing is attached. Melted and elongated the plastic and sealed over so no o2 flow could pass through the adapter to the patient. No known injury to patients have been reported.

Manufacturer narrative:
No sample; no lot available. However, based on the customer stating the product was in use for 68 days our IFU states this product should not be used for longer than 30 days as the product can become deformed or discolored if used longer than 30 days. The customer has been provided the IFU and instructed on the proper use of the device.